Manufacturer narrative:
The customer reported complaint of the thermogard did not power on after replacing the drain connector of the glycol was not confirmed during the initial functional testing. The thermogard powered on as normal. Unrelated to the reported complaint, the thermogard exhibited tcmid: 02 (ce danfoss error) error message during the initial testing. The root cause of this error tcmid: 02 was due to a defective cooling engine motor and was attributed to normal wear and tear. The cooling engine needs to be replaced to remedy the fault. Visual inspection was performed and found the lid bumpers were damaged and pic-16 cable was burnt. The thermogard is a reusable as well as serviceable device and was manufactured on 12/15/2008. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. The physical damage found during visual inspection is unrelated to the reported complaint. Archive log showed six tcmid: 02 errors on (B)(6) 2017. No errors found on the event date of (B)(6) 2017. Functional testing failed due to tcmid: 02 errors. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported, the thermogard would not power on after the customer replaced the drain connector for the glycol. No patient involvement on this issue.